Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. It is unknown at the time of this report if the device is available for evaluation. This information has been requested from the customer. A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at this time. A device history record (lot 73k1600833) investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no changes required. It is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. However, 3 packages were taken from current production were visually inspected and issue reported "crushed connector" was not observed in the current manufacturing process. Customer complaint cannot be confirmed. Corrective actions cannot be established at this time. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
Customer complaint alleges "unable to inflate cuff after insertion due to crushed connector" alleged defect reported as detected during use. There was no report of patient harm or consequence.